Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and suture was used. Upon picking up the suture pack from the designated box, the staff member went to open it and felt a prick in her finger. Upon examination the needle had pierced the clear plastic, and was loose in the packaging. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported. Additional information has been requested.

Manufacturer narrative:
The actual device was returned for evaluation. The envelope presented pin holes, but the cause is probably related to the user. The manufacturing history showed no re-works or non-conformance for the batch. The machines involved have validated controls to detect if the needle is out of its parking.

Manufacturer narrative:
The actual device was returned for evaluation. The envelope presented pin holes, but the cause could not be determined. The manufacturing history showed no re-works or non-conformance for the batch. The machines involved have validated controls to detect if the needle is out of its parking.

Manufacturer narrative:
The incident occurred on (B)(6) 2016 and the surgery was a reapplication of vac dressing, debridement and split skin graft to a leg on a trauma patient. Yes the needle did prick the staff member as she picked it out of the suture box. No medical or surgical interventions were required. The staff washed her finger/hand under water and then informed the nurse manager and coordinator. She completed a staff incident form (choir) and discussed with incident with the oh&s rep/manager and the decision was made that because it was a clean suture she did not required to go to immunology. She has had no side effects from the incident. The needle was in the original packaging and box it came in.